Manufacturer narrative:
Patient information: unknown. Other serious (important medical events): this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Occupation: other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a revision procedure was performed to extend and existing construct on (B)(6) 2020, utilizing the reform pedicle screw system. After tapping the bone using the 6.5mm & 7.5mm taps a 7.5 x 55mm reform pedicle screw was being placed when the tip of the polyaxial driver (39-sp-0700) broke. The screw was fully seated and the broken tip of the driver was left in the head of the screw. The procedure was successfully completed utilizing the second driver readily available in the set with no delay.

Event description:
It was reported that a revision procedure was performed to extend and existing construct on (B)(6) 2020, utilizing the reform pedicle screw system. After tapping the bone using the 6.5mm & 7.5mm taps a 7.5 x 55mm reform pedicle screw was being placed when the tip of the polyaxial driver (39-sp-0700) broke. The screw was fully seated and the broken tip of the driver was left in the head of the screw. The procedure was successfully completed utilizing the second driver readily available in the set with no delay.

Manufacturer narrative:
H3 device evaluation - the driver was examined by eye as well as with the aid of a 5x loop. The tip is fractured. The fracture is perpendicular to the driver's longitudinal axis. It cannot be ascertained if the fracture was solely due to the forces needed to seat the screw or if it was a combination of prior crack initiation and the applied loading condition. Review of device history records found (B)(4) pieces of lot 3267mm were released for distribution on 11/25/2014 with no deviation or anomalies. Two-year complaint history review (2.14.2018-2.14.2020) found this to be the only report of this nature for this lot. No corrective actions are being recommended since the failure does not appear to manufacturing related, the cause for the failure remains unknown, and since design changes to like devices have been rolled into use to improve device resistance to breakage.